Event description:
It was reported that a pacer-dependent patient presented in-clinic after feeling lightheaded. Intermittent ventricular loss of capture was observed on the rv lead. The lead was repositioned successfully.